Event description:
Doctor was using ligasure blunt tip 5mm, #lf1537, lot #249515x. He closed and initiated the ligasure. Doctor could not get the sealer to release. The ligasure device was clamped on the renal vein thus tearing a hole in the renal vein. Reason for use: left 5 cm renal mass, central.